Event description:
It was reported that during a lap prostatectomy procedure, the device stopped working by hand activation button. The foot pedal was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.